Manufacturer narrative:
Due to character limitation at e1 event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding helium leak issue. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields: e1- event site telephone updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: this complaint record has been created as part of a retrospective review of emergency support program (esp) calls, huda contacted the emergency support program (esp) with questions regarding the helium indicator and appropriate timing for helium tank replacement. She reported that the patient had arrived via transport the previous day with the helium tank indicating full, but shortly afterward the console displayed low helium. The esp representative explained that the helium indicator reflects the reservoir level when the device is in rescue mode (commonly used during transport) and the helium tank level when the device is in hybrid mode. Huda stated that she had already replaced the helium tank, but the console again showed low helium. She confirmed that the console was in hybrid mode and that the helium tank valve was fully open. The esp representative inquired whether a loud venting noise was heard during the earlier tank change or whether an empty tank may have been inadvertently installed; both possibilities were denied. Huda was then guided through replacing the helium tank again. After installing a different tank, the indicator displayed full, and normal operation was restored. Huda expressed satisfaction with the outcome and appreciation for the assistance provided. No patient harm was reported. The reported low helium indicator was determined to be related to helium tank status rather than a device malfunction. During troubleshooting, the system was confirmed to be operating in hybrid mode with the tank valve fully open. Replacement of the initially installed helium tank resulted in the indicator correctly displaying full, indicating the prior tank was likely depleted or not providing adequate helium supply, despite appearing full at initial assessment.

Event description:
N/a